Event description:
This event was captured based on literature review. It was reported that a study identified a total of 178 patients with a total of 181 de novo bifurcation lesions, with a majority of the lesions located in the left anterior descending coronary artery region, who received 10 unspecified rx xience v stents and 171 non-abbott stents between (B)(6) 2005 and (B)(6) 2009. Of the 178 patients, clinical outcomes were investigated in 178 patients. Clinical outcomes were as follows, with major adverse cardiac events (mace) defined as all-cause deaths, myocardial infarctions (mi), and target lesion revascularizations (tlr): in-hospital outcomes: procedural success: 176; periprocedural myocardial infarction: 2; mace: 2. One-year outcomes: mace: 14; death: 2; mi: 3; tlr: 10. Target vessel revascularization (tvr): 10.

Manufacturer narrative:
(B)(4). Age estimated. Majority gender. Date of event estimated as study start date. Three-year outcomes: mace: 31; death: 8; mi: 5; tlr: 22; tvr: 25. Stent thrombosis: subacute: 1; late: 2; very late: 1. Follow-up angiography of 113 lesions revealed in-stent restenosis in 33 lesions. No additional information was provided. The event of death is captured under another manufacturing report number. There were no reported product deficiencies and the devices were not returned for analysis. The reported patient effects of myocardial infarction, thrombosis, and stenosis/restenosis are listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the devices if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.